Event description:
While repositioning a critical care pt, the restraining buckle was moved and struck the plastic plexi-ring that encircles the gantry. As a result, the plastic plexi-ring was pushed inside the gantry and became caught on the rotating collimator. While caught on the rotating collimator, the damaged plastic plexi-ring became damaged and lacerated the pt's elbow with an exposed, sharp edge. The laceration was reportedly attended to by the in-house ER staff and allegedly required stitches.

Manufacturer narrative:
Plastic plexi-ring became damaged during system use.